Manufacturer narrative:
(B)(4). (B)(6). 510(k): the rt102 is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. Narrative: method: the complaint breathing circuit was received in an unsealed bag. The circuit was visually inspected for missing components. Results: an adaptor was found to be missing from the dryline component of the breathing circuit. A lot check revealed one other complaint of this nature for lot number 100301. Conclusion: each breathing circuit kit consists of a number of components grouped together during production. There are standard operating procedures (sops) in place to assist operators on the production line correctly pack breathing circuits. It is likely that operator error has resulted in the omitted adaptor. Our monitoring and trending of incorrect or missing breathing circuit components has a rate of occurrence of 32 devices per million sold worldwide in the last year to the end of (B)(6) 2011.

Event description:
A hospital in (B)(6) reported via a distributor that parts were found to be missing from an rt102 breathing circuit kit. The missing components were identified prior to use.